Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead insulation appeared to be separated at the junction where the lead body meets the connector pin. A new longer lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2005; 5076-45, implantable pacing lead, (B)(6) 2005. (B)(4).